Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not disconnected from the infusion set tubing during the fill tubing process and delivered unintended insulin into their body. The customer's blood glucose was 219 mg/dl at the time of the reported event.